Event description:
The customer indicated while doing a laparoscopic procedure. The surgeon thought he was cauterizing, but actually he was not. The surgeon thought the generator should have alerted him that it was not cauterizing. The pt had to undergo a second procedure to stop the bleeding.